Manufacturer narrative:
Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-08-2018 / serial or lot#: (B)(4), UDI #: (B)(4); concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-08-2018. Labeled for single use? No. Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-08-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Concomitant medical products/ therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-08-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-08-2018 / serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-08-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-08-2018 / serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/ therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-08-2018. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibit power switching. The batteries connector pins were dirty. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Visual inspection and visual evidence provided by the site revealed a dark substance on the pins within batteries' connectors. Historical results from previously tested samples revealed that the substance is consistent with the lubricant applied as a part of fsca cvg-18-q4-19. Additionally, no evidence of dust or dirt was observed. It is likely the lubricant was perceived as the reported ¿batteries connector pins were dirty". Log file analysis revealed that the controller in use during the reported event, con312191, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported events were confirmed. Power source lubrication procedure had been performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) on (B)(6) 2019. There is no evidence that the lubrication servicing had been performed on (B)(6). The most likely root cause of the reported "dirty" event can be attributed to the lubricant placed on power sources under fsca cvg-18-q4-19. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication. Additional products: (B)(6) d9:yes, return date: 2020-10-13 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 (B)(6) d9:yes, return date: 2020-10-13 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 (B)(6) d9:yes, return date: 2020-10-13 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) d9:yes, return date: 2020-10-13 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.